Manufacturer narrative:
(B)(4). The sample involved in this incident was not available for evaluation; therefore, the root cause could not be determined. The supplier reviewed the device history file of the involved lot and found no anomalies.

Event description:
This is a case report received by baxter (B)(4). It was reported that an aqualine tubing set was involved in a line burst incident. Blood pump tubing section burst. The patient did not have blood returned, no adverse clinical event noted.

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted.